Event description:
On 3/12/97, the MFR received a report from its distributor which states that the device was non-functional and upon explant it was discovered that the catheter had sheared. The device catheter segment was successfully removed. It was additionally stated that the facility would like to return the device for analysis and would like to be notified of the results.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: a visual examination of the port showed that the silicone septa was anomaly free. The device catheter was cut at the bayonet lock and had been received in two segments. The two loose segments, 4 1/4" and 3 1/2" long respectively, each showed one end with evidence of device catheter shear. These area appeared compressed with longitudinal slits. The port and device catheter segments were patent upon flushing and small white particles were collected. Leak testing confirmed the device did not leak. A trend analysis was performed on similar incidents involving this cat. And lot number and has not identified any trends. A review of the device history record was performed and did not identify any mfg variances in relation to this event. The report of device catheter shear has been confirmed. Based on the info available, and the device analysis, the MFR believes this event is attributable to device catheter placement and not to the device. The device labeling contains warnings on device catheter placement. An article specific to pinch-off sign will be forwarded to the facility. No further info is available. The MFR is now closing its file on this event.